Event description:
Customer reported being treated by the emergency team for low bg. Instructed customer to change set and suggested to take correction injection as per md. During troubleshooting it was discovered that the programming was incorrect, time off by 1.5 hours and incorrect basal rates programmed from 12am to 7am, instructed customer to disconnect. Explained impact of incorrect programming on bg. Programming correct.